Event description:
The facility reports, while preparing for her shower, the resident was suspended in the lift via a showering sling. The staff member was attending to the resident when she heard the resident slide out of the shower sling onto the floor. The resident sustained an abrasion to the back of the head. The facility performed four hour checks on the resident, per standard protocol for the facility.